Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.